Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, keypad/button unresponsive/button error, rewind anomaly, failed battery test, charge/battery lasts less than expected, battery cap broken/cracked/damaged, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-386a, mmt-332a, mmt-1780kl. The customer reported receiving a battery failed alarm. Troubleshooting was performed. The customer reported a short battery life or a low battery alarm. The customer reported battery cap was damaged. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a keypad anomaly and/or stuck button alarm. The customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-386a. No product return is required for mmt-332a. Mmt-1780kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unable to verify battery cap damage due to pump received without the original battery cap. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with minor scratched lcd window, scratched case and stained keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms (104) on (B)(6) 2024 at 14:08:00.000. Replace battery alert on (B)(6) 2024 23:39:00.000. Stuck key alarm on (B)(6) 2024 at 18:59:25.000. No delivery alarms in the pump history on (B)(6) 2024 at 19:34:56.000 during bolus delivery. Pump passed self test, sleep current measurement, active current measurement and displacement test. No ¿no delivery alarm¿ during testing. Pump received with normal operating currents. No unexpected battery alarms/alerts during testing or in the pump history. Pump rewinds properly during testing. No motor errors/alarms in the pump history noted. All buttons functioning properly. The pump recognized the test battery when inserting into the battery compartment noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The force sensor offset measured within spec range during testing (22.5 mv). In summary, pump passed required testing. Customer alleged for battery life less that 7 days, pump rejected new battery, loud during rewind, button hard to press and no delivery/insulin flow blocked alarm was not confirmed. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Cosmetic damage was confirmed at the lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.